Event description:
It was reported that during a percutaneous coronary intervention procedure, the intravascular ultrasound (ivus) catheter became stuck in a stent. The patient presented for treatment with an acute myocardial infarction. The 90% stenosed target lesion was located in the moderately calcified bifurcation with a 90 degree bend of the proximal/mid left anterior descending and first diagonal artery. The thrombus was aspirated with a non-bsc device. Another manufacturers' device was used to predilate the lesion and a stent was deployed. Prior to stenting, the atlantis sr pro2 imaging catheter was advanced to the lesion twice without an issue. However, after stenting, the physician encountered resistance upon delivering the ivus catheter to the lesion. In an attempt to remove the catheter, the physician slowly withdrew the catheter but it was stuck in the middle of the stent and the atlantis catheter and stent moved together at the distal end of the guide catheter. The devices were withdrawn into the aorta and grasped the stent with a gooseneck snare, the devices were withdrawn to the patient's femoral artery and could not be removed. The devices were surgically removed from the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by manufacturer: device analysis revealed the guide wire exit port was lifted1.0mm and ripped1.0mm long. The returned broken guidewire had kinks of 3.0cm and 3.5cm from the guide wire distal tip end with one kink that was about 90 degrees. The returned guidewire still had the stent attached to it. A test guidewire inserted, showed no indication of resistance in tracking the guidewire into the catheter. During image characterization testing, no image appeared in the system due to electrical open at distal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the intravascular ultrasound (ivus) catheter became stuck in a stent. The patient presented for treatment with an acute myocardial infarction. The 90% stenosed target lesion was located in the moderately calcified bifurcation with a 90 degree bend of the proximal/mid left anterior descending and first diagonal artery. The thrombus was aspirated with a non-bsc device. Another manufacturers' device was used to predilate the lesion and a stent was deployed. Prior to stenting, the atlantis sr pro2 imaging catheter was advanced to the lesion twice without an issue. However, after stenting, the physician encountered resistance upon delivering the ivus catheter to the lesion. In an attempt to remove the catheter, the physician slowly withdrew the catheter but it was stuck in the middle of the stent and the atlantis catheter and stent moved together at the distal end of the guide catheter. The devices were withdrawn into the aorta and grasped the stent with a gooseneck snare, the devices were withdrawn to the patient's femoral artery and could not be removed. The devices were surgically removed from the patient. The procedure was completed with another of the same device.